Manufacturer narrative:
This product is registered as a combination product. The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the right ventricular lead was attempted to be implanted. Multiple attempts were made by the physician to anchor the lead, to no success. In addition, it was noted that the lead was unscrewed multiple times and more turns for helix extension were made. However, the right ventricular lead exhibited high capture threshold and high pacing lead impedance. The right ventricular lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10. The damage found was sustained during procedure. The lead was otherwise normal.